Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6).

Event description:
It was reported that at the beginning of the pulmonary vein isolation procedure, the faradrive steerable sheath exhibited an air leak. After the sheath was aspirated, a leak was revealed. Additionally, there were no abnormalities observed during preparation with this sheath and no damaged to the luer was observed. At the time of the event, the dilator and guidewire were inside the sheath. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The sheath is expected to return for analysis.